Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Reporter is a j&j sales representative. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 10 for (B)(4). It was reported by the sales rep that during a shoulder procedure on (B)(6) 2022, it was observed that the white tabs on ten expressew iii needle devices fell off. They managed to complete the procedure with the same devices. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.